Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, the pt is experiencing pain and has not been pain free since the surgery. Steroids made the pain a little better, but without steroid he is in significant constant pain. Strenuous activity makes the pain much worse. He is allergic to otc meds so he does not take many pain medications. A blood test was performed and the results showed cr was normal, but the other metal tested high. He is being sent for an MRI. The doctor has stated that he believes this pt will need a revision. He is paying for himself and cannot afford to pay for tests and surgery.